Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the company representative indicated that the doctor did not record the lot number of the compounded baclofen. No information was available regarding the patient's other medications or medical history. No diagnostics were performed. The issue was caused by the healthcare provider (hcp) injecting the contents of the catheter into the patient. It was then decided to set the pump to minimum rate and let the patient sleep off the medication. The pump was reprogrammed later that night. The patient recovered without issue.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal hydromorphone, clonidine, bupivacaine and compounded baclofen via an implanted infusion pump. The pump was currently programmed to deliver hydromorphone 3mg/ml at a dose of 0.3mg/day, clonidine 500mcg/ml at a dose of 50mcg/day, bupivacaine 15mg/ml at a dose of 1.5mg/day and compounded baclofen 4000mcg/ml at a dose of 400mcg/day. The indications for use were spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient was unresponsive and had slept all day following a catheter revision [see manufacturer report number 3004209178-2016-09108]. The healthcare provider had instructed the recovery room to place a magnet over the pump due to symptoms and was requesting that the pump be shut off. The catheter volume appeared correct and the priming volume was confirmed. It was noted that the healthcare provider had requested a 100mcg bolus be added to the priming bolus which would have been a single bolus of 828mcg. The patient had been managed with oral baclofen; however, the dose was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a company representative (rep) indicated the doctor wanted to clear the old catheter and pushed the fluid through. He could not remember if the doctor had already removed the catheters from the pump or if she had done it through the catheter access port (cap). The issue occurred intraoperative and with the old catheter (B)(4). No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.